Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of loss of capture and 5 to 6 seconds of asystole after left ventricular (lv) threshold testing was done for this pacemaker dependant patient. This was exhibited by a non boston scientific right ventricular (rv) lead. It was noted that there were apparent pacing spikes on telemetry at approximately 72 paces per minute (ppm). It was noted that the patient was asymptomatic with this. Technical services (ts) discussed considering an x-ray to evaluate the lv lead position, and discussed the possibility of anodal stimulation, artifact on telemetry, or of outputs that may have been sub-threshold. It was noted that device function appeared normal following this issue.